Manufacturer narrative:
As reported, the patient developed a pseudoaneurysm with a 6f/7f mynx control vascular closure device (vcd). The pseudoaneurysm developed during the patient¿s recovery at home. The user was in training with the mynx device. The product was stored as per labeling and opened in a sterile field. The case was a peripheral interventional procedure. The femoral artery¿s suitability was ultrasound guided including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to instructions for use (IFU). There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The act during the procedure was 200-250. The vessel did not have stenosis >50% at or near the puncture site. The physician started with a diagnostic sheath, and then switched to an interventional sheath, as always switch in an intervention for a lower extremity peripheral case. There was no procedural sheath greater than 7f used in the procedure. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. Hemostasis was achieved. The patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2012003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Based on the information provided of the event, it is not possible to determine the clinical relationship between the mynx control and the pseudoaneurysm reported. However, patient and procedural factors (user was in training) are possible. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use, which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known potential complication. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the patient developed a pseudoaneurysm with 6f-7f mynx control vascular closure device (vcd). The pseudoaneurysm developed during the patient¿s recovery at home. The user was in training with the mynx device. The product was stored as per labeling and opened in a sterile field. The case was a peripheral interventional procedure. The femoral artery¿s suitability was ultrasound guided including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to instructions for use (IFU). There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The act during the procedure was 200-250. The vessel did not have stenosis >50% at or near the puncture site. The physician started with a diagnostic sheath, and then switched to an interventional sheath, as always switch in an intervention for a lower extremity peripheral case. There was no procedural sheath greater than 7f used in the procedure. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. Hemostasis was achieved. The patient recovered. The device will not be returned for evaluation as it was thrown in the trash after the procedure.